Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and the carrier tube assembly were returned for evaluation. No other components were returned for evaluation. Visual inspection revealed that the device cap of the carrier tube assembly was in forward lock position with the color bands concealed. The anchor was exposed at the tip of the sheath. Upon the attempt to place the device to rear lock position to post the anchor, it was noticed that the carrier tube assembly shaft was cut at the hub between the locks at the device cap. This could be the likely manipulation stated by the user in the description of the event to confirm the presence of the anchor. The presence of the anchor and collagen were confirmed, and the end of the suture appears to be cut using a sharp object. The complaint could be confirmed for pullout upon investigation. Visual analysis of the device did not reveal any inconsistencies or anomalies which could have led to this event. The likely root causes for the alleged issue of "pullout' may include an obstruction to the anchor posting to the distal tip. The carrier tube was likely cut by the user to confirm the presence of anchor and collagen. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician expressed that the involved angio-seal device anchor did not come out of the insertion sheath. The anchor was pushed out of the sheath; however, was not placed and came back into the sheath. The angio-seal device was not used. Instead, manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The withdrawn device and insertion sheath were released by using a wire, and the device was then reinserted into the insertion sheath. The anchor came out of the insertion sheath. The procedure before deploying the device was vertebral artery stenting. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. There was no patient injury, medical/surgical intervention required.